Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gor tag thoracic endoprosthesis (tgt4015/7375505). Final angiography revealed a proximal type I endoleak. The physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations revealed that proximal type I endoleak remained. The physician elected to monitor the patient. On (B)(6) 2012, an additional tag device was implanted to treat the proximal type I endoleak. The patient tolerated the procedure. On (B)(6) 2013, follow-up examination revealed that no endoleak found. No further information was available.